Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood results. Customer's daughter states that her mother feels she is having a "sugar attack" but neglected to specify symptoms. Customer's daughter denies that her mother requires any medical attention. Customer's expected blood results are 100-120 mg/dl fasting. Verified the strips expire 11/18/2017. Customer confirms the strips are stored properly and was first opened 07/10/2015. Customer performed back to back blood test, 82 mg/dl and 63 mg/dl fasting. Reviewed meter memory: 378 mg/dl, (B)(6) 2015, 07:13:00 pm, fasting: no; 315 mg/dl, (B)(6) 2015, 12:15:00 pm, fasting: no; 228 mg/dl, (B)(6) 2015, 10:47:00 am, fasting: no; 198 mg/dl, (B)(6) 2015, 08:54:00 am, fasting: no; 323 mg/dl, (B)(6) 2015, 03:12:00 pm, fasting: no. Customer states her result of 40 mg/dl this morning is below expected range. No adverse event reported.